Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported their device that was implanted in 2007 was implanted in their right buttock. It became infected so it had to be removed. The patient did not have it for more than a year. No outcome or type of infection was reported however additional information has been requested and if received a follow up report will be sent.